Event description:
Customer reported that both the right and left monitors are not working. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated some cables. System operates as intended.